Event description:
Patient reported obtaining a blood glucose result of 470 mg/dl while using the suspect device. Patient indicated that, at the time the result was obtained, she was experiencing double vision, confusion, and was feeling shaky. Based on symptoms, patient phoned emergency medical services for assistance. Patient indicated that, 5 minutes after result of 470 mg/dl was obtained, blood glucose measured 136 mg/dl on paramedics' device. Patient was transported to the hospital where, 30 minutes later, patient's blood glucose reportedly measured 119 mg/dl on a hospital device. Patient was treated with intravenous saline solution, for dehydration, and was released shortly thereafter. Patient did not receive any treatment for blood glucose level. Quality control testing had not been performed on patient's system. Technical support requested the return of the suspect product and replacement product was shipped.